Event description:
In 2008, the sales rep reported that the closure top would not come off using the closure top starter. The surgeon had to use pliers to pull it off. This caused the closure top to strip and damage the threads. Additional info rec'd on 01/23/08 via telephone the sales representative reported that the closure top was implanted, the closure top starter would not detach from the closure top and the surgeon had intervene and use pliers to detach the starter instrument. There was no report of pt injury.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.